Event description:
Pt was being transported from ICU to operating room. Had 8 alaris pumps going. When the bed bumped the wall during transport, all 8 pumps stopped, flashing "communication error" message. Anesthesiologist turned them off then reset but kept getting message. Eventually had to take each pump off the brain and reset to get the pumps working properly again. There were no pressors running in any of these IV's.